Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: root cause could not be determined as no photos and samples returned for investigation. If the sample are received in the future, the complaint will be re-opened and re-investigated.

Event description:
It was reported that syringe 3ml ls experienced 3 cases of device damage/deformation while still considered operable, and 3 cases of defective/damaged stoppers. The following information was provided by the initial reporter: according to the customer's report, the barrel was deformed for 3 syringes and the black stopper was damaged for a few syringes.